Event description:
It was reported that the patient's audiologist emailed in 2008, with a concern regarding a potentially failed device. Patient complains of hearing no sound from implant. External equipment has been ruled out as a contributing factor. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.